Event description:
It was reported that the end of the drill bit broke off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual inspection revealed that the end of the drill bit broke off. The measurable dimensions of the drill bit were checked and found to be in compliance with the technical drawings and specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with the international standard. The cross section surface shows no irregularities. No product fault could be detected. The DHR was reviewed and no issues that would have resulted in this complaint were found.